Manufacturer narrative:
(B)(4). Submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The audiologist reported that speech scores had decreased with the device. Parent confirms she noticed a change in the recipient's hearing a few months prior. Re-implantation took place on (B)(6) 2018.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reported that speech scores decreased with the device. Parent confirms she noticed a change in recipient's hearing a few months prior. Re-implantation is scheduled for (B)(6) 2018.